Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during the load process, no insulin was seen coming out the end of the tubing. There was no impact to the customers blood glucose level. Reportedly, the customer performed fill tubing with 60 total units of insulin but was still unable to see drops of insulin coming out the end of the tubing. At the completion of this process, the pump requested a minimum of 50 units as during the fill tubing process, more insulin than usual was needed. The customer reverted to manual injections until new supplies were able to be loaded successfully on (B)(6) 2016. The contact believes that the issue may have been caused by the infusion set tubing. However, it was not confirmed. As tandem technical support was not contacted at the time of the reported issue, no troubleshooting was not performed.